Event description:
After 3 days of use, experienced sudden constant alarming of competitor's pump and psi helium decreased quickly. Console was checked however alarms remained. Iab was clamped and removed. No replacement was used as patient was in stable condition.